Manufacturer narrative:
Concomitant product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information received from the consumer patient with an implanted pump system (drug/concentration/dose unknown). Indication for use was noted as non-malignant pain and pancreatitis. The patient heard an alarm/beeping. The patient reported that the pump had been "out for over a week." The patient had moved and had called the new clinic; they told the patient they would get them in as soon as they could. The pump had been beeping and the patient wanted the pump out. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the pump system delivered fentanyl.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The patient had never become established with this hcp's office. The patient came into the office for her appointment on (B)(6) 2015 and demanded that her pump be refilled without the pump first being checked and examined. The office had not even ordered the drug for the pump yet. This was told to the patient upon making her appointment, where the first visit would be to check the pump and go over the office's procedure and then the pump would be filled at the following appointment. The patient presented to the office and was violent and threatened the staff and suicide for herself. The staff was forced to call the police as the patient became increasingly out of hand. The office had not seen or heard from the patient since that visit.